Event description:
During an IV start for surgery the chloraprep frepp sponge was activated and glass fragments were in the sponge leading to a superficial cut on the patient's arm.======================manufacturer response for IV start kit, churchill medical system======================will evaulate the product